Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is unintentional use; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).

Event description:
It was reported that during use, the device exhibited an unspecified alarm. Per the reporter, the patient stated that they sat on the device and it started alarming. It was determined that the device was off. The device was turned on, alarms removed, and cassette reattached. The cassette was removed and reattached and device restarted but the alarm returned. Battery cover was opened and closed but the alarm persisted. The pump was powered off. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.